Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Section e reporting institution phone # (B)(6). Section e reporter phone # (B)(6). The device was returned for evaluation. During testing the device was working normally. The reported problem was confirmed; however, it only occurred after 24 hours of testing. Even with the error displayed, the speaker was producing sound normally. It was determined the mainboard is defective and needs to be replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported that the device displays speaker error message. It is unknown if the device produced sound. It is unknown if the device was in use at time of event, and there was no adverse event reported